Event description:
It was reported that the physician felt resistance on delivering the ivus catheter to the lesion during the first or second insertion. The lesion was too stenosed and could not be crossed so the physician stopped the insertion of the ivus catheter and removed the ivus catheter and the guidewire as a unit. Upon removal of the ivus catheter, the physician found that the guidewire lumen of the catheter was torn. The tip of the guidewire (different MFR) was found to be broken; however, the physician confirmed that no portion of the guidewire was left inside the body. Another ivus catheter of the same model was used and the procedure was successfully completed. There was no report of any adverse events. It was reported that the pt was released from the hospital according to its original treatment plan. This is being reported as notification only. It is volcano's policy to report all cases where a potential volcano device issue causes removal or exchange of the guidewire.

Manufacturer narrative:
(B)(4). The ivus catheter was returned to the MFR for eval. Visual inspection confirmed the damage to the ivus catheter. The proximal end ot the distal shaft was zippered open from the exit port into the distal shaft exposing the inner lumen and the wires. The inner lumen was observed to have been punctured. A kink was also observed in the distal shaft at about 10.5 cm from the distal end. No portion of the device separated from the catheter. Based on the physical exam of the ivus catheter, it appears that the guidewire punctured the inner lumen and the catheter got stuck in the guidewire while both devices were in the guide catheter. An attempt to remove the catheter from the guidewire could have resulted in the inner lumen becoming damaged and torn the distal shaft. The inner lumen puncture is a result of user handling. This failure is typically observed when the guidewire and the catheter are not held straight while loading the catheter over the guidewire. The IFU precaution for this device states, "when inserting the guidewire, both catheter and guidewire must be straight with no bends or kinks, or damage to inner lumen may occur." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode with this lot. No further action is required.